Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had perforated the left fallopian tube"), device dislocation ("migration of the device/unable to locate the second essure device"), high risk pregnancy ("high risk pregnancy with essure/unwanted pregnancy") and pregnancy with contraceptive device ("high risk pregnancy with essure/unwanted pregnancy") in a female patient who had essure (batch no. 638494) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included high risk pregnancy. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 11 months 20 days after insertion of essure, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2010, the patient experienced high risk pregnancy (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), rash ("rash"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), fatigue ("fatigue"), loss of libido ("loss of libido"), depression ("depression"), anxiety ("anxiety"), alopecia ("alopecia") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place beginning at week 2 of the pregnancy with a potential fetal exposure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (excised a portion of her left fallopian tube with the offending device.), surgery (primary low transverse cesearean section) and surgery (primary low transverse cesearean section). At the time of the report, the fallopian tube perforation, device dislocation, high risk pregnancy, pregnancy with contraceptive device, rash, allergy to metals, abdominal pain, weight increased, fatigue, loss of libido, depression, anxiety, alopecia, migraine and amenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, allergy to metals, alopecia, amenorrhoea, anxiety, depression, device dislocation, fallopian tube perforation, fatigue, high risk pregnancy, loss of libido, migraine, rash and weight increased to be related to essure. The reporter commented: physician have been unable to locate the second essure device and it is believed that a portion of the device remains in plaintiff body.was forced to undergo a major surgery and the pain and expense of child birth as a result of her essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had perforated the left fallopian tube"), device dislocation ("migration of the device/unable to locate the second essure device"), high risk pregnancy ("high risk pregnancy with essure/unwanted pregnancy"), pregnancy with contraceptive device ("high risk pregnancy with essure/unwanted pregnancy/pregnancy (with complications)") and caesarean section ("c -section") in a 27-year-old female patient who had essure (batch no. 638494) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included high risk pregnancy and cholecystectomy. Concurrent conditions included obesity, unspecified, paraesthesia, hypokalemia, fibromyalgia and fungal dermatitis. Concomitant products included alprazolam (xanax), axotal (fioricet), diphenhydramine hydrochloride (benadryl), insulin, insulin glargine (lantus), insulin lispro (humalog), levonorgestrel (mirena) from 2012 to 2017, metformin, potassium chloride, pregabalin (lyrica), procet (acetaminophen w/hydrocodone) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, 11 months 18 days after insertion of essure, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2010, the patient experienced high risk pregnancy (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and caesarean section (seriousness criterion medically significant). On (B)(6) 2010, the patient underwent high risk pregnancy (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and caesarean section (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), rash ("rash"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), fatigue ("fatigue"), loss of libido ("loss of libido"), depression ("depression"), anxiety ("anxiety") and alopecia ("alopecia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure beginning at week 2 of the pregnancy with a potential fetal exposure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy ((B)(6) 2017)), surgery (primary low transverse cesearean section) and surgery (primary low transverse cesearean section/tubal ligation ((B)(6) 2010)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, high risk pregnancy, pregnancy with contraceptive device, rash, allergy to metals, abdominal pain, weight increased, fatigue, loss of libido, depression, anxiety, alopecia, migraine, amenorrhoea, headache and caesarean section outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, allergy to metals, alopecia, amenorrhoea, anxiety, caesarean section, depression, device dislocation, fallopian tube perforation, fatigue, headache, high risk pregnancy, loss of libido, migraine, rash and weight increased to be related to essure. The reporter commented: physician have been unable to locate the second essure device and it is believed that a portion of the device remains in plaintiff body.was forced to undergo a major surgery and the pain and expense of child birth as a result of her essure implant. Excised a portion of her left fallopian tube with the offending device per pfs: primary low transverse cesarean section with tubal ligation, pomeroy technique ((B)(6) 2011). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-may-2018: reporter information was added. This case concerns 27 year old patient. Her concurrent condition was added. Lab data was added. Essure insertion and removal date was updated. Her concurrent medications were added. Following events: headaches and c- section was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device had perforated the left fallopian tube'), device dislocation ('migration of the device/unable to locate the second essure device') and premature delivery ('premature delivery') in a 27-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dvt in 2008, pulmonary embolism in 2008, high risk pregnancy, cholecystectomy, abdominal pain, shortness of breath, multigravida, parity 4, blood pressure high, swelling nos, diabetes and premature delivery. Concurrent conditions included obesity, unspecified, paraesthesia, hypokalemia, fibromyalgia, fungal dermatitis, premenstrual dysphoric disorder, insomnia, recurrent urinary tract infection, uterine irritability, nausea, emesis, vomiting, genitourinary tract infection, numbness, abdominal distension, ovarian cyst drainage, dizziness, near syncope, gastroesophageal reflux disease, sensory loss, ovarian cystectomy, tonsillectomy, chronic diarrhea, asthenia, depression, asthma, leukocytosis, rectal bleeding, hypophosphatemia and uterine bleeding. Family history included depression. Concomitant products included alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), diphenhydramine hydrochloride, hydrocodone;paracetamol (acetaminophen;hydrocodone), insulin, insulin glargine (lantus), insulin lispro (humalog), levonorgestrel (mirena) from 2012 to 2017, metformin, potassium chloride, pregabalin (lyrica), ranitidine hydrochloride (zantac) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced amenorrhoea ("amenorrhea"), 11 months 18 days after insertion of essure. On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("high risk pregnancy with essure/unwanted pregnancy/pregnancy (with complications)") and underwent caesarean section ("c -section"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), gestational diabetes ("diabetes"), device expulsion ("malposition of essure device ¿ location of device: uterus"), rash ("rash"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), loss of libido ("loss of libido"), depression ("depression"), anxiety ("anxiety"), alopecia ("alopecia"), fibromyalgia ("fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping"), small fibre neuropathy ("small fiber neuropath"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), post lumbar puncture syndrome ("spinal headache") and uterine haemorrhage ("abnormal uterine bleeding"), was found to have weight increased ("weight gain") and underwent epidural blood patch ("epidural blood patch") and therapeutic procedure ("cauterization "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, premature delivery, pregnancy with contraceptive device, caesarean section, gestational diabetes, device expulsion, rash, allergy to metals, abdominal pain, depression, anxiety, alopecia, amenorrhoea, fibromyalgia, dysmenorrhoea, small fibre neuropathy, nausea, epidural blood patch, post lumbar puncture syndrome, therapeutic procedure and uterine haemorrhage outcome was unknown and the weight increased, fatigue, loss of libido, migraine, headache and dyspareunia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters, beginning at week 2. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. 3628g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, allergy to metals, alopecia, amenorrhoea, anxiety, caesarean section, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, epidural blood patch, fallopian tube perforation, fatigue, fibromyalgia, gestational diabetes, headache, loss of libido, migraine, nausea, post lumbar puncture syndrome, premature delivery, rash, small fibre neuropathy, therapeutic procedure, uterine haemorrhage and weight increased to be related to essure. The reporter commented: physician have been unable to locate the second essure device and it is believed that a portion of the device remains in plaintiff body. Was forced to undergo a major surgery and the pain and expense of child birth as a result of her essure implant. Excised a portion of her left fallopian tube with the offending device per pfs: primary low transverse cesarean section with tubal ligation, pomeroy technique ((B)(6) 2011). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Ultrasound abdomen - on (B)(6) 2010: results: normal abdominal ultrasound.; on (B)(6) 2015: results: negative abdominal ultrasound.. (B)(6) 2015: CT abdomen and pelvis with contrast - indication: abdominal distention, weight gain 35 pounds in one month. Findings: linear band of atelectasis is seen at the right lung base . No focal hepatic, splenic, or pancreatic lesion. Portal vein is patent. No biliary dilatation. No calcified gallstone. No hydronephrosis or solid renal mass. Bowel loops appear normal in caliber. No free fluid, free air, or small bowel obstruction. Urinary bladder is normally distended. Uterus and adnexa appear normal. Intrauterine contraceptive device is present. Tubal occlusive device is seen as well. No pelvic or retroperitoneal mass. Abdominal aorta and ivc appear unremarkable. Bony structures are intact. Conclusion: unremarkable CT of the abdomen and pelvis with contrast. (B)(6) 2016: CT head wo contrast- history: ha, bilateral facial ue numbness, ha different than usual ha technique: CT head wo contrast findings: please note examination is limited due to motion degradation. However, in the visualized portions, there is no evidence for acute intracranial bleed, midline shift, extra axial fluid collections or ventriculomegaly. Visualized basal cisterns appear unremarkable. Infraorbital within normal limits paranasal sinuses mastoid air cells well pneumatized. Skull base is intact without depressed calvarial deformity. Impression: no acute intracranial process. (B)(6) 2016: CT of the abdomen and pelvis with and without intravenous contrast using 100 ml of omnipaque-300 findings: scanning through the lower thoracic region there are no acute pulmonary findings noted as visualized. The liver and spleen are homogeneous in appearance with no cystic or solid lesions or intrahepatic ductal dilatation. Surgical clips are present in the gallbladder fossa. Both kidneys, adrenal glands, and the pancreas are negative. An iud is seen within the uterus. A normal bowel gas pattern is seen. There are no abdominal or pelvic masses, adenopathy,or ascites. Impression: no acute abdominal or pelvic changes are seen od tbis study. (B)(6) 2017: nm/hida with ejection frac indication: ruq abd pain nuclear medicine hida scan indication: right upper quadrant abdominal pain for 1 year. Findings: normal hepatic function is seen. The gallbladder startsto visualize at 15 minutes and gradually increased uptake is noted. There is no evidence of biliary obstruction. Following cck administration/ the ejection fraction of the gallbladder measures 3~ and significantly low suggesting hyperkinesia. Impression: no evidence of acute cholecystitis. (B)(6) 2017: CT/CT abdomen w/wo contrast indication: attention adrenals CT of the abdomen and pelvis with and without intravenous contrast using 100 ml of omnipaque-300 indication: recurrent hypokal'emia. Findings: scanning through the lower thoracic region there are no acute pulmonary findings noted as visualized. The liver and spleen are homogeneous in appearance with no cystic or solid lesions or intrahepatic ductal dilatation. Surgical clips are present in the gallbladder fossa. Both kidneys, adrenal glands, and the pancreas are negative. An iud is seen within the uterus. A normal bowel gas pattern is seen. There are no abdominal or pelvic masses, adenopathy, or ascites. Impression: no acute abdominal or pelvic changes are seen on this study. (B)(6) 2017: us/us pelvis/trans vag indication: pelvic pain in female pelvic ultrasound with transvaginal imaging indication: pelvic pain. Findings: the uterus is 9.9 x 3.8 x 5 . 6 cm. The endometrial stripe is 0.8 cm in total thickness. A very small amount of fluid is seen in the endometrial cavity. The ovaries appear normal. The right ovary is 3.3 x 1.7 x 1.5 cm. The left ovary is 3.4 x 2 x 2.2 cm. Impression: tiny amount of free fluid in the endometrial cavity with no other pelvic findings seen. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms pregnancy with contraceptive device, depression, pelvic pain, headache, allergies: nickel, cesarean section, abdominal pain. Lot number: 638494 manufacture date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had perforated the left fallopian tube"), device dislocation ("migration of the device/unable to locate the second essure device"), pregnancy with contraceptive device ("high risk pregnancy with essure/unwanted pregnancy/pregnancy (with complications)"), caesarean section ("c -section"), premature delivery ("premature delivery") and gestational diabetes ("diabetes") in a 27-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included high risk pregnancy, cholecystectomy, abdominal pain, shortness of breath, dvt in 2008, pulmonary embolism in 2008, multigravida, parity 4, blood pressure high, swelling nos, diabetes and premature delivery. Concurrent conditions included obesity, unspecified, paraesthesia, hypokalemia, fibromyalgia, fungal dermatitis, premenstrual dysphoric disorder, insomnia, recurrent urinary tract infection, uterine irritability, nausea, emesis, vomiting, genitourinary tract infection, numbness, abdominal distension, ovarian cyst drainage, dizziness, near syncope, gastroesophageal reflux disease, sensory loss, ovarian cystectomy, tonsillectomy, chronic diarrhea, asthenia, depression, asthma, leukocytosis, rectal bleeding, hypophosphatemia and uterine bleeding. Family history included depression. Concomitant products included alprazolam (xanax), axotal (fioricet), diphenhydramine hydrochloride (benadryl), insulin, insulin glargine (lantus), insulin lispro (humalog), levonorgestrel (mirena) from 2012 to 2017, metformin, potassium chloride, pregabalin (lyrica), procet (acetaminophen w/hydrocodone), ranitidine hydrochloride (zantac) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, 11 months 18 days after insertion of essure, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and caesarean section (seriousness criterion medically significant). On (B)(6) 2010, the patient underwent pregnancy with contraceptive device (seriousness criterion medically significant) and caesarean section (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), gestational diabetes (seriousness criterion medically significant), device expulsion ("malposition of essure device ¿ location of device: uterus"), rash ("rash"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), fatigue ("fatigue"), loss of libido ("loss of libido"), depression ("depression"), anxiety ("anxiety"), alopecia ("alopecia"), fibromyalgia ("fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping"), small fibre neuropathy ("small fiber neuropath"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place beginning at week 2 of the pregnancy with a potential fetal exposure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy ((B)(6) 2017)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, caesarean section, premature delivery, gestational diabetes, device expulsion, rash, allergy to metals, abdominal pain, weight increased, fatigue, loss of libido, depression, anxiety, alopecia, migraine, amenorrhoea, headache, fibromyalgia, dysmenorrhoea, small fibre neuropathy, nausea and dyspareunia outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. 3628g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, allergy to metals, alopecia, amenorrhoea, anxiety, caesarean section, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, gestational diabetes, headache, loss of libido, migraine, nausea, premature delivery, rash, small fibre neuropathy and weight increased to be related to essure. The reporter commented: physician have been unable to locate the second essure device and it is believed that a portion of the device remains in plaintiff body.was forced to undergo a major surgery and the pain and expense of child birth as a result of her essure implant. Excised a portion of her left fallopian tube with the offending device per pfs: primary low transverse cesarean section with tubal ligation, pomeroy technique ((B)(6) 2011). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion ultrasound abdomen - on (B)(6) 2010: normal abdominal ultrasound.; on (B)(6) 2015: negative abdominal ultrasound. (B)(6) 2015: CT abdomen and pelvis with contrast - indication: abdominal distention, weight gain 35 pounds in one month. Findings: linear band of atelectasis is seen at the right lung base . No focal hepatic, splenic, or pancreatic lesion. Portal vein is patent. No biliary dilatation. No calcified gallstone. No hydronephrosis or solid renal mass. Bowel loops appear normal in caliber. No free fluid, free air, or small bowel obstruction. Urinary bladder is normally distended. Uterus and adnexa appear normal. Intrauterine contraceptive device is present. Tubal occlusive device is seen as well. No pelvic or retroperitoneal mass. Abdominal aorta and ivc appear unremarkable. Bony structures are intact. Conclusion: unremarkable CT of the abdomen and pelvis with contrast. (B)(6) 2016: CT head wo contrast- history: ha, bilateral facial ue numbness, ha different than usual ha technique: CT head wo contrast findings: please note examination is limited due to motion degradation. However, in the visualized portions, there is no evidence for acute intracranial bleed, midline shift, extra axial fluid collections or ventriculomegaly. Visualized basal cisterns appear unremarkable. Infraorbital within normal limits paranasal sinuses mastoid air cells well pneumatized. Skull base is intact without depressed calvarial deformity. Impression: no acute intracranial process. (B)(6) 2016: CT of the abdomen and pelvis with and without intravenous contrast using 100 ml of omnipaque-300 findings: scanning through the lower thoracic region there are no acute pulmonary findings noted as visualized. The liver and spleen are homogeneous in appearance with no cystic or solid lesions or intrahepatic ductal dilatation. Surgical clips are present in the gallbladder fossa. Both kidneys, adrenal glands, and the pancreas are negative. An iud is seen within the uterus. A normal bowel gas pattern is seen. There are no abdominal or pelvic masses, adenopathy,or ascites. Impression: no acute abdominal or pelvic changes are seen od tbis study. (B)(6) 2017: nm/hida with ejection frac indication: ruq abd pain nuclear medicine hida scan indication: right upper quadrant abdominal pain for 1 year. Findings: normal hepatic function is seen. The gallbladder startsto visualize at 15 minutes and gradually increased uptake is noted. There is no evidence of biliary obstruction. Following cck administration/ the ejection fraction of the gallbladder measures 3~ and significantly low suggesting hyperkinesia. Impression: no evidence of acute cholecystitis. (B)(6) 2017: CT/CT abdomen w/wo contrast indication: attention adrenals CT of the abdomen and pelvis with and without intravenous contrast using 100 ml of omnipaque-300 indication: recurrent hypokal'emia. Findings: scanning through the lower thoracic region there are no acute pulmonary findings noted as visualized. The liver and spleen are homogeneous in appearance with no cystic or solid lesions or intrahepatic ductal dilatation. Surgical clips are present in the gallbladder fossa. Both kidneys, adrenal glands, and the pancreas are negative. An iud is seen within the uterus. A normal bowel gas pattern is seen. There are no abdominal or pelvic masses, adenopathy, or ascites. Impression: no acute abdominal or pelvic changes are seen on this study. (B)(6) 2017: us/us pelvis/trans vag indication: pelvic pain in female pelvic ultrasound with transvaginal imaging indication: pelvic pain. Findings: the uterus is 9.9 x 3.8 x 5 . 6 cm. The endometrial stripe is 0.8 cm in total thickness. A very small amount of fluid is seen in the endometrial cavity. The ovaries appear normal. The right ovary is 3.3 x 1.7 x 1.5 cm. The left ovary is 3.4 x 2 x 2.2 cm. Impression: tiny amount of free fluid in the endometrial cavity with no other pelvic findings seen. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms pregnancy with contraceptive device, depression, pelvic pain, headache, allergies: nickel, cesarean section, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: fibromyalgia, dysmenorrhea, small fiber neuropath, dyspareunia, partial expulsion of essure micro-insert, premature delivery and diabetes. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device had perforated the left fallopian tube'), device dislocation ('migration of the device/unable to locate the second essure device'), premature delivery ('premature delivery') and gestational diabetes ('diabetes') in a 27-year-old female patient who had essure (batch no. 638494) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included dvt in 2008, pulmonary embolism in 2008, high risk pregnancy, cholecystectomy, abdominal pain, shortness of breath, multigravida, parity 4, blood pressure high, swelling nos, diabetes and premature delivery. Concurrent conditions included obesity, unspecified, paraesthesia, hypokalemia, fibromyalgia, fungal dermatitis, premenstrual dysphoric disorder, insomnia, recurrent urinary tract infection, uterine irritability, nausea, emesis, vomiting, genitourinary tract infection, numbness, abdominal distension, ovarian cyst drainage, dizziness, near syncope, gastroesophageal reflux disease, sensory loss, ovarian cystectomy, tonsillectomy, chronic diarrhea, asthenia, depression, asthma, leukocytosis, rectal bleeding, hypophosphatemia and uterine bleeding. Family history included depression. Concomitant products included alprazolam (xanax), butalbital;caffeine;paracetamol (fioricet), diphenhydramine hydrochloride, hydrocodone;paracetamol (acetaminophen;hydrocodone), insulin, insulin glargine (lantus), insulin lispro (humalog), levonorgestrel (mirena) from 2012 to 2017, metformin, potassium chloride, pregabalin (lyrica), ranitidine hydrochloride (zantac) and topiramate (topamax). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced amenorrhoea ("amenorrhea"), 11 months 18 days after insertion of essure. On (B)(6) 2010, the patient was found to have a pregnancy with contraceptive device ("high risk pregnancy with essure/unwanted pregnancy/pregnancy (with complications)") and underwent caesarean section ("c -section"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), gestational diabetes (seriousness criterion medically significant), device expulsion ("malposition of essure device ¿ location of device: uterus"), rash ("rash"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), loss of libido ("loss of libido"), depression ("depression"), anxiety ("anxiety"), alopecia ("alopecia"), fibromyalgia ("fibromyalgia"), dysmenorrhoea ("dysmenorrhea (cramping"), small fibre neuropathy ("small fiber neuropath"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), post lumbar puncture syndrome ("spinal headache") and uterine haemorrhage ("abnormal uterine bleeding"), was found to have weight increased ("weight gain") and underwent epidural blood patch ("epidural blood patch") and therapeutic procedure ("cauterization "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy ((B)(6)2017)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, premature delivery, pregnancy with contraceptive device, caesarean section, gestational diabetes, device expulsion, rash, allergy to metals, abdominal pain, depression, anxiety, alopecia, amenorrhoea, fibromyalgia, dysmenorrhoea, small fibre neuropathy, nausea, epidural blood patch, post lumbar puncture syndrome, therapeutic procedure and uterine haemorrhage outcome was unknown and the weight increased, fatigue, loss of libido, migraine, headache and dyspareunia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters, beginning at week 2. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. 3628g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, allergy to metals, alopecia, amenorrhoea, anxiety, caesarean section, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, epidural blood patch, fallopian tube perforation, fatigue, fibromyalgia, gestational diabetes, headache, loss of libido, migraine, nausea, post lumbar puncture syndrome, premature delivery, rash, small fibre neuropathy, therapeutic procedure, uterine haemorrhage and weight increased to be related to essure. The reporter commented: physician have been unable to locate the second essure device and it is believed that a portion of the device remains in plaintiff body.was forced to undergo a major surgery and the pain and expense of child birth as a result of her essure implant. Excised a portion of her left fallopian tube with the offending device per pfs: primary low transverse cesarean section with tubal ligation, pomeroy technique (14feb2011). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Ultrasound abdomen - on (B)(6) -2010: results: normal abdominal ultrasound.; on (B)(6) 2015: results: negative abdominal ultrasound.. (B)(6) 2015: CT abdomen and pelvis with contrast - indication: abdominal distention, weight gain 35 pounds in one month. Findings: linear band of atelectasis is seen at the right lung base . No focal hepatic, splenic, or pancreatic lesion. Portal vein is patent. No biliary dilatation. No calcified gallstone. No hydronephrosis or solid renal mass. Bowel loops appear normal in caliber. No free fluid, free air, or small bowel obstruction. Urinary bladder is normally distended. Uterus and adnexa appear normal. Intrauterine contraceptive device is present. Tubal occlusive device is seen as well. No pelvic or retroperitoneal mass. Abdominal aorta and ivc appear unremarkable. Bony structures are intact. Conclusion: unremarkable CT of the abdomen and pelvis with contrast. (B)(6) 2016: CT head wo contrast- history: ha, bilateral facial ue numbness, ha different than usual ha technique: CT head wo contrast findings: please note examination is limited due to motion degradation. However, in the visualized portions, there is no evidence for acute intracranial bleed, midline shift, extra axial fluid collections or ventriculomegaly. Visualized basal cisterns appear unremarkable. Infraorbital within normal limits paranasal sinuses mastoid air cells well pneumatized. Skull base is intact without depressed calvarial deformity. Impression: no acute intracranial process. (B)(6) 2016: CT of the abdomen and pelvis with and without intravenous contrast using 100 ml of omnipaque-300 findings: scanning through the lower thoracic region there are no acute pulmonary findings noted as visualized. The liver and spleen are homogeneous in appearance with no cystic or solid lesions or intrahepatic ductal dilatation. Surgical clips are present in the gallbladder fossa. Both kidneys, adrenal glands, and the pancreas are negative. An iud is seen within the uterus. A normal bowel gas pattern is seen. There are no abdominal or pelvic masses, adenopathy,or ascites. Impression: no acute abdominal or pelvic changes are seen od tbis study. (B)(6) 2017: nm/hida with ejection frac indication: ruq abd pain nuclear medicine hida scan indication: right upper quadrant abdominal pain for 1 year. Findings: normal hepatic function is seen. The gallbladder startsto visualize at 15 minutes and gradually increased uptake is noted. There is no evidence of biliary obstruction. Following cck administration/ the ejection fraction of the gallbladder measures 3~ and significantly low suggesting hyperkinesia. Impression: no evidence of acute cholecystitis. (B)(6) 2017: CT/CT abdomen w/wo contrast indication: attention adrenals CT of the abdomen and pelvis with and without intravenous contrast using 100 ml of omnipaque-300 indication: recurrent hypokal'emia. Findings: scanning through the lower thoracic region there are no acute pulmonary findings noted as visualized. The liver and spleen are homogeneous in appearance with no cystic or solid lesions or intrahepatic ductal dilatation. Surgical clips are present in the gallbladder fossa. Both kidneys, adrenal glands, and the pancreas are negative. An iud is seen within the uterus. A normal bowel gas pattern is seen. There are no abdominal or pelvic masses, adenopathy, or ascites. Impression: no acute abdominal or pelvic changes are seen on this study. (B)(6) 2017: us/us pelvis/trans vag indication: pelvic pain in female pelvic ultrasound with transvaginal imaging indication: pelvic pain. Findings: the uterus is 9.9 x 3.8 x 5 . 6 cm. The endometrial stripe is 0.8 cm in total thickness. A very small amount of fluid is seen in the endometrial cavity. The ovaries appear normal. The right ovary is 3.3 x 1.7 x 1.5 cm. The left ovary is 3.4 x 2 x 2.2 cm. Impression: tiny amount of free fluid in the endometrial cavity with no other pelvic findings seen. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirms pregnancy with contraceptive device, depression, pelvic pain, headache, allergies: nickel, cesarean section, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: pfs-event added-epidural blood patch, spinal headache, abnormal uterine bleeding and cauterization added, outcome of fatigue, headaches, dyspareunia, weight gain, loss libido added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device had perforated the left fallopian tube"), device dislocation ("migration of the device/unable to locate the second essure device"), high risk pregnancy ("high risk pregnancy with essure/unwanted pregnancy") and pregnancy with contraceptive device ("high risk pregnancy with essure/unwanted pregnancy") in a female patient who had essure (batch no. 638494) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included high risk pregnancy. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 11 months 20 days after insertion of essure, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2010, the patient experienced high risk pregnancy (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), rash ("rash"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), fatigue ("fatigue"), loss of libido ("loss of libido"), depression ("depression"), anxiety ("anxiety"), alopecia ("alopecia") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure beginning at (B)(6) of the pregnancy with a potential fetal exposure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (excised a portion of her left fallopian tube with the offending device.), surgery (primary low transverse cesarean section) . At the time of the report, the fallopian tube perforation, device dislocation, high risk pregnancy, pregnancy with contraceptive device, rash, allergy to metals, abdominal pain, weight increased, fatigue, loss of libido, depression, anxiety, alopecia, migraine and amenorrhoea outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2011. The reporter considered abdominal pain, allergy to metals, alopecia, amenorrhoea, anxiety, depression, device dislocation, fallopian tube perforation, fatigue, high risk pregnancy, loss of libido, migraine, rash and weight increased to be related to essure. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter commented: physician have been unable to locate the second essure device and it is believed that a portion of the device remains in plaintiff body. She was forced to undergo a major surgery and the pain and expense of child birth as a result of her essure implant. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 14-nov-2017: this case was converted from the conceptus database into argus on 18-feb-2014 and was initially reported by a consumer. Further information was received on 14-nov-2017 from summons and qualifies this previous conceptus case as reportable case by bayer. New information added: new reporter, patient (pregnancy) and lab data information updated, product indication. Events rash, nickel allergy, abdominal and pelvic pain(symptom), weight gain, fatigue, loss of libido, depression, anxiety, alopecia, migraines, device had perforated the left fallopian tube, migration of the device/unable to locate the second essure device. Event unwanted pregnancy clubbed with earlier event high risk pregnancy with essure and non-drug treatment marked for it. (B)(4). Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.